Event description:
Allegations of pain, infection, mixed connective tissue like disorder with lupus mainfestations of discoid skin lesions, photosensitivity, excessive hair loss, scleroderma like manifestations of telangiectasias and raynaud's phenomena with positive ana and hypergammaglobulinemia, myalgias, arthralgias, fatigue, headaches, insomnia, depression, cognitive dysfunction and sjogren's manifestation of dryness of mouth and vagina.